Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. Magnetic sensor wires 1 and 2 (sensor 1) were found to be misrouted in the catheter shaft between electrode 4 and the pull ring. The misrouting of the magnetic sensor wires was confirmed to cause abrasion of the wires and in turn a short circuit between the pull ring and magnetic sensor wires 1 and 2 within the shaft.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit in the catheter.